Manufacturer narrative:
Currently it is unknown whether or not the device may have because or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider the report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl. The customer reported a motor error alarm from the insulin pump during bolus. The customer also reported a no delivery alarm from the insulin pump before the motor error alarm. Troubleshooting was done. It was reported that the customer was not using the sensor feature of the insulin pump. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer declined to troubleshoot the no delivery alarm from the insulin pump and reported that it was resolved by an infusion set change. No additional information was provided.